Manufacturer narrative:
An attempt to reproduce the reported event using guardian - software version 1.3.4 installed on samsung a13 android 13 with a transmitter was conducted and confirmed the issue is not reproduced.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) version e.after conducting a thorough investigation, most likely it was temporary issues from teneo server. This message ""oops something went wrong"" will appear for the customer when communication with the teneo server fails and the app hasn't received the necessary sake keys. After checking in the csr with the username we found that customer is able to successfully upload the snapshots. Afc code: fb36af configuration issue: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a connection issue between the guardian app and the transmitter. Troubleshooting was performed and advised the customer to delete and re-install the application, but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis